Event description:
During an orthopedic surgery, a quick coupling for k-wire was not working and was unable to feed the burr into the attachment. A different burr was attempted and it would not feed into the k-wire as well. There was a two minute delay in surgery and a spare product was available. The reporter states there was no injuries or medical intervention reported. No patient information was available. All information has been disclosed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and evaluated. It was confirmed that the device does not function properly. A functional assessment was performed which confirmed that the coupler is worn and will not hold a k-wire. This is due to normal wear over time.

Manufacturer narrative:
(B)(4): a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation shows that the reporter's complaint that the unit will not run couldn't be confirmed. The device was tested and the complaint wasn't duplicated. The disposition is invalid.